Event description:
Amo received a report from a male patient indicating that he experienced irritation following use of complete moistureplus multi-purpose solution. He visited a walk-in health care facility where he was diagnosed with keratitis with ulcers. Treatment information not provided in patient report. Patient previously used renu. Patient recovered without sequelae.

Manufacturer narrative:
The manufacturer is attempting to obtain further information, including evaluation from the attending physician. Results from chemistry testing on complaint unit were within specification, but the complaint unit did not pass sterility testing. Microorganisms identified were serratia marcescens and comamonas acidovorans. A retained unit from the same lot passed sterility, and no deviations were noted from batch record review.